Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reported a five volt supply failure. There was no patient involvement.

Manufacturer narrative:
G4: 16apr2020. B4: 17apr2020. The service technician replaced the power management board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03apr2020 b4: (B)(6)2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. The power management board needs to be replaced to resolve the reported problem. Additionally, it was found that that the data acquisition board needs to be replaced and the ventilator produced the "primary alarm failure" diagnostic code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:15apr2021. B4:27apr2021. The data acquisition (da) pcba and power management (pm) pcba were received for failure evaluation. The q1, q6 and c43 shorted on the da pcba created the 5v output to fail. The power management (pm) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.